Event description:
The physician reports that a pt underwent uneventful cataract surgery with implantation of the crystalens in the left eye. One-day post-operatively the pt presented with endophthalmitis and decreased bcva. Pre-operatively, the pt's bcva was 20/15 and mrse was -0.25 -1.50 x 003. In 2009, a culture was obtained, a vitrectomy was performed, the iol was removed, and an intravitreal injection was administered. The results of the culture and sensitivity showed fungal growth (fusarium). The pt's bcva as of twenty three days later, was hand movements and the pt's prognosis is guarded. Note: pt is aphakic. The source of the fungal infection is unk.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the root cause of the endophthalmitis is unk.